Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and cause the patient to have a sensation of suffocation with irritated swollen mucous membranes. The patient was reportedly prescribed medication in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a sensation of suffocation with irritated swollen mucous membranes related to a CPAP device's sound abatement foam.the patient was reportedly prescribed medication in response to the event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found brown/yellow contamination inside the device enclosure, they also found dust/dirt and fibrous contamination, inconsistent with sound abatement foam degradation, throughout the device enclosure and airpath. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination was observed. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section h6 updated in this report.